Event description:
It was reported that a non-preloaded intraocular lens (iol) was implanted in the patient's left eye and subsequently removed during the same surgical procedure. The reporting customer was unable to confirm whether the iol was partially or fully inserted prior to removal. The lens was removed; however, no intraocular lens was implanted following the intervention. Additional medical intervention was required, including a vitrectomy. The patient's outcome is unknown at this time. The account indicated that the device did not cause or contribute to the event and suggested that the occurrence may have been related to a protein issue. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - additional surgery (unplanned vitrectomy). Section h6: health effect - clinical code: 4580 operational complication. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.